Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp1070 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "wire broke off and now in patient heart. 4fr double." Additional info. Received 07/07/2021: was the product used on a patient? 4 fr double lumen power PICC. Was there any patient harm reported? Yes - wire broke, currently in pt.'s r atrium.